Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer blood glucose (bg) level was "high", although a specific value was not given. The customer had not addressed their bg at the time of troubleshooting. Customer declined pump reset information as the customer wanted to perform reset on their own.